Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (461 mg/dl at its highest) and was presently 280 mg/dl. Insulin injections and a bolus via the pump were used to address the high bg. The cause of the high bg was not known. The contact reported that after the customer consumed a meal, the food bolus does not seem to counteract as the bg level seems to rise whenever food was consumed. The pump supplies had been changed multiple times a pump system check was performed using the current supplies on the pump; no device issues were identified. The contact was to speak to a clinical diabetes specialist about the high bg events.